Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while troubleshooting the patient's system controller they were not able to download the log file. In addition, the lvad pump would not start and the audible and visual read heart alarm appeared. The patient was switched back to the original system controller and the pump started and the red heart alarm cleared. Patient is doing fine.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.